Event description:
It was reported that the patient experienced a perforation during a carto3 procedure. The caller stated the patient was undergoing an afib ablation. The physician had completed isolating the left sided pulmonary veins when it was noted the patient's blood pressure had dropped. The acunav catheter was advanced to visualize the cardiac region but was indeterminate. The physician had a transthoracic echo performed and a effusion was noted. A pericardiocentesis was performed and approximately 200cc was drained. No medication was administered and the patient remains stable. The plan is for the patient to be transferred to a regular floor bed for observation.

Manufacturer narrative:
Additional information from customer (affiliate): the patient had fully recovered with no residual effect. It was stated that this event was related to the procedure. Multiple attempts have been made to request for the complaint product to be returned for analysis. However the product was not returned for investigation. (B)(4).

Manufacturer narrative:
The concomitant devices: coolflow pump, us catalog #: cfp002, (B)(4); c3 nav variable lasso, us catalog #: ln222515ct, lot # 15304374l; acunav, us catalog #: 10135910, lot # unknown; carto 3 , us catalog #: fg540000, (B)(4); stockert 70 system, us catalog #: s7001, (B)(4); c3 webster decapolar with auto ID fixed, us catalog #: f5adp282ct, lot # 15386764m. (B)(4).